Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. The customer's blood glucose was 320 mg/dl. Reportedly, the customer continued using the pump for insulin therapy. In addition, it was reported that the pump shutdown unexpectedly. Customer was able to turn pump on and continue to use the pump for insulin therapy.